Event description:
Customer reportedly obtained results of 155 mg/dl on the aviva system and over 400 mg/dl on a paramedic's device within 10 minutes. Customer was taken to the hospital and treated with insulin. Requested return of suspect system, and replacement sent.